Manufacturer narrative:
One medfusion pump was received with the top and bottom cases in excellent condition and no visible contamination. The event history log was reviewed and there was a firmware mismatch. The power up process was performed and the reported issue was able to be duplicated. The issue was caused because the reprogramming from base unit (bottom interconnect board) to top unit ( main board) was incomplete. The customer must have tried to update firmware through the wireless network and did not complete upload process. The issue was customer induced because the device was used improperly. The base unit was uploaded, the pump's main board was rebooted and the software was uploaded to resolve the issue.

Event description:
Information was received indicating that a smiths medical medfusion had a system failure firmware mismatch. The pump had an error code upon power up and there was no patient involvement.